Event description:
It was reported that during a shoulder case the spider tenet was not getting enough pressure and overheated. No patient injuries or delay reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h2, h3, h6. The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the unit was received pressurized. A functional evaluation revealed the unit continuously tried to pressurize. The power rocker switch attempts to pressurize the device in the de-pressurize position. The battery would get warm as the unit continuously tried to pressurize. The complaint of overheating was confirmed and the root cause has been associated with an electrical problem. The complaint of not holding pressure was confirmed and the root cause is associated with an electrical problem. The piston migration was at 1.43 inches. Factors that could have contributed to the reported event include a defective solder connection or bad switch contacts. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. It is recommended that the spider 2 instructions for use be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings.